Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing post ventricular sense on the right ventricular (rv) lead. The clinician changed the sensitivity on the lead. At the next check there was no change in the frequency of non-sustained episodes due to the t-wave oversensing post ventricular sense. The clinician lowered the sensitivity again which did not fix it. At the last programmer check the sensing polarity and sensitivity was changed again. The current transmission showed no more t-wave oversensing post ventricular sense. The patient will be monitored weekly. The rv lead remains in use. No patient complications have been reported as a result of this event.